Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar instrument was analyzed and found to have a broken conductor wire at proximal end, near the main tube and roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument energy was working intermittently, even after replacing the monopolar cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar instrument was analyzed and found to have initial findings were confirmed. It was noticed that the conductor wire had broken at the proximal end, approximately 4 inches from the crimp. The probable root cause of the conductor wire being broken on the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires during wire routing, and continuous rubbing against the hypotubes during use. No changes are needed to existing fa codes. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the conductor wire being broken at the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires.

Event description:
Refer to h11 for follow-up information.